Event description:
It was reported that, following implant of this inflatable penile prosthesis, the patient indicated that he was not happy with his physician for various reasons. The patient noted that, at the post-operative device check, the physician deflated the device by squeezing it and this caused the patient pain. The boston scientific patient services representative noted that squeezing the device to deflate it is part of normal procedure during these checks. He also stated there were bubbles forming in the middle and top of his penile shaft and that he believed the pump was too high in his scrotum. He was concerned the pump location may interfere with intercourse. The ps representative suggested he contact a specialist about the device concerns and the implanting physician's office regarding his concerns about the physician.

Manufacturer narrative:
B3 event date: estimated.